Event description:
Patient's monitor said that the pulse oximeter was off patient. The sensor was still on the patient and everything was connected. Nurse unplugged and replugged the cords back in and it still said that it was off the patient so a new cord was used and resolved the issue. Manufacturer response for oximeter, rd set (per site reporter).